Event description:
It was reported to philips that the ac power module not working. The customer was informed that service could no longer be completed on the device as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. However, the site biomed did confirm the ac power module was not working. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was aware of the end-of-life terms and the device remains at the customer site. No further investigation or action is warranted.